Manufacturer narrative:
It was reported that the battery was connected to a battery charger and the battery's charge display had a solid red light. The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned device revealed that the battery passed visual examination but failed functional testing due to an inability of the battery to provide power. Additionally, there was a red led light when connected to a battery charger. Internal inspection of the battery revealed that a wire that connects from the printed circuit board (pcb) to the output cable was found partially disconnected from the board due to a soldering defect. The wire belongs to the positive connection pertaining to the thermistor, which caused an open circuit. An intermittent thermistor connection will cause the battery charger to display a red led status light when the battery is connected to the battery charger. The wire was re-soldered to the pcb; results revealed that the battery was still not fully functional. A transient voltage suppression diode was removed and caused the battery to regain functionality. A tvs diode is designed to protect sensitive components from sudden voltage spikes. It's possible the soldering defect affected the tvs diode. The most likely root cause of the reported event can be attributed to a soldering defect and a defective tvs diode. The manufacturer is investigated soldering defects with hvad battery packs. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
Hold for jewel 11/13/2017

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that the battery was connected to a battery charger and the battery's charge display had a solid red light. The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned device revealed that the battery passed visual examination but failed functional testing due to an inability of the battery to provide power. Additionally, there was a red led light when connected to a battery charger. Internal inspection of the battery revealed that a wire that connects from the printed circuit board (pcb) to the output cable was found partially disconnected from the board due to a soldering defect. The wire belongs to the positive connection pertaining to the thermistor, which caused an open circuit. An intermittent thermistor connection will cause the battery charger to display a red led status light when the battery is connected to the battery charger. The wire was re-soldered to the pcb; results revealed that the battery was still not fully functional. A transient voltage suppression diode was removed and caused the battery to regain functionality. A tvs diode is designed to protect sensitive components from sudden voltage spikes. It's possible the soldering defect affected the tvs diode. The most likely root cause of the reported event can be attributed to a soldering defect and a defective tvs diode. The manufacturer is investigated soldering defects with hvad battery packs. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
Hold for jewel 11/13/2017